Manufacturer narrative:
The service engineer on site analysed the device and found that a faulty power supply was the root cause for the described issue. If the power supply fails to deliver the internal supply voltages the user would be alerted to this condition by an audible power failure alarm from a buzzer driven by an independent source (gold caps). This gold caps can supply the buzzer according to iec 60601-1-8 for at least 2 minutes. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The evita has reacted as specified with the highest priority audible alarm. The device has been repaired on site by replacing the power supply. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during patient transport the unit alarmed loudly and went blank. There was no patient injury reported.